Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Manufacturer narrative:
During the device evaluation, it was confirmed that a bur had broken inside the attachment. The bur breaking could potentially have been caused by a number of factors including user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a xlif procedure at the user facility, a bur broke off in the attachment. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a xlif procedure at the user facility, a bur broke off in the attachment. No delay, no medical intervention and no adverse consequences were alleged with this event.